Event description:
The pt was implanted with 2 leads with the same lot number. It was reported that the pt's trial leads were explanted due to persistent pain at implant site. X-ray's determined the leads had migrated. The pt is working with her physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.